Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device advised a shock during a patient event, but they were not able to deliver the shock. The involved patient died but the customer stated that the device was not a factor in patient outcome.